Event description:
It was reported that during a clinic visit, this right atrial (ra) lead was discovered to exhibit high out of range pacing impedances. Technical services (ts) was contacted for further review of the presenting electrogram (egm). Upon review, ts confirmed the ra lead pacing impedance measurements were greater than 2000 ohms which is considered to be high out of range. Ts also noted noise on the lead that led to inappropriate atrial tachy response (atr) episodes. Chest xray images were taken and reviewed. Subsequently, a revision procedure was performed where this ra lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, this right atrial (ra) lead was discovered to exhibit high out of range pacing impedances. Technical services (ts) was contacted for further review of the presenting electrogram (egm). Upon review, ts confirmed the ra lead pacing impedance measurements were greater than 2000 ohms which is considered to be high out of range. Ts also noted noise on the lead that led to inappropriate atrial tachy response (atr) episodes. Chest xray images were taken and reviewed. Subsequently, a revision procedure was performed where this ra lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. Subsequently, additional information reported that during the replacement procedure, this ra lead was discovered to have fractured near the suture sleeves by the physician. No additional adverse patient effects were reported. The ra lead is expected to return for analysis.